Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and alarmed failed battery test. Button error/keypad anomaly troubleshooting was performed. Customer's blood glucose level was 90 mg/dl at the time of the incident. The buttons were unresponsive and the menu continued to scrolled. The customer stated that exposure to rain while riding a motorcycle and continued scrolling without input were the significant events leading to the keypad issues. The time on the clock advanced when monitored for one minute. Troubleshooting for pump exposed to fluid was performed. The customer reported that the type of fluid/moisture exposure to the insulin pump was rain. The customer also reported that the insulin pump was exposed to fluid in the past with no moisture visible. Troubleshooting was discontinued as the customer could not access the alarm history due to unresponsive buttons. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for failed battery test was not offered. The insulin pump will be returned for analysis.